Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the x-ray images provided to st. Jude medical for review identified an insulation abrasion. The lead was explanted and replaced.